Event description:
It was reported that (1) cdh33 was used during a colon resection procedure. It was reported by the rep that the surgeon shared an experience he had with a cdh33 this summer. During a low anterior resection a cdh33 was fired and all but five-six mm of staples formed and the surgeon could easily see it (non staples section). The surgeon repaired it with suture. The surgeon did a diverting ileostomy and later closed this in a second operation. The pt did fine. There was no consequence to pt.